Manufacturer narrative:
Date returned to manufacturer is unknown. The date of investigation was used. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m plus blood collection tubes had tube push off caused no serious injury medical intervention.